Event description:
Horizon medical imaging system version 11.5.2. Presented an incorrect study (set of images) to a radiologist at the reporting site. The radiologist selected an archived study compromised of an ultrasound endocrinology images and was presented an ultrasound images for a different patient instead. No patient harm was reported.

Manufacturer narrative:
When an archiving task stops and restarts within the same second, a software defect in horizon medical imaging will create a non-unique 'job ID' resulting in an incorrect archive location for a study. As a result, when a radiologist retrieved a study from archive, incorrect images were displayed for the requested study. Mckesson has determined that the identified software defect is the root cause for this problem. Mckesson has developed a software solution which will be provided to potentially affected users to reduce the risk of future recurrences.